Event description:
After having my first set of breast implants for 20 yrs, one ruptured in 2016 requiring a new set of implants. The replacement implants are natrelle saline-filled (style 168) and one just ruptured yesterday (after only 3 1/2 yrs) and the other has a slow leak. I have never had any complication, pain, no history of capsular contracture, no injuries - nothing. This is a terrible product and while it carries a warranty, the majority of the price to replace (now again) is for dr and surgical fees. I just read that there was a recall on this product in july 2019. So now I have a ruptured, foreign, and a potentially dangerous implants lying in my body. I am scheduled for a diagnostic mammogram on (B)(6) 2020. If there is any way to update any results, I will do so. FDA safety report ID# (B)(4).